Manufacturer narrative:
After analyzing the instrument and instrument data, the customer found the barcode reader bracket had been broken during routine maintenance allowing barcodes to be read on samples prior to the sampling position. The customer has scheduled a repair by a siemens service person. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00070 on (B)(4) 2011. Updated 05/16/2012: the barcode bracket was improved to be more durable and withstand breakage when over-torqued.

Event description:
Three mis-read barcodes caused transposition of patient samples to the wrong sample rack positions on an advia 2120i instrument. The samples were re-tested on another analyzer and corrected results were reported out. There were no reports of adverse health consequences or known patient intervention due to the sample transposition.